Event description:
The suspect device result was 365 mg/dl. The user took an extra glucophage pill. They went to the ER and their glucose was 117 mg/dl when they checked pt. They were given food and sent home. Controls were not used. The device was replaced and requested to be returned for evaluation.